Manufacturer narrative:
The returned pencil was tested and found to function properly and within all specifications. The pencil body was removed and the subassembly was inspected. The pin heights were measured and within specifications. Valleylab was unable to duplicate the customer's reported failure mode. However, evidence of fluid was visible in the switching mechanism. Improvements to the pencil have been incorporated, thus improving the resistance to fluids.

Event description:
The customer reports that the pencil self keyed on the 1st use.